Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high impedance spikes. The physician reseated the lead in the device header block and all parameters were "within acceptable limits." Four days later an alarm occurred and the rv lead had high impedance. The physician replaced both the rv lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.